Event description:
Patient reported right side "protheses are from the ones included in the recall", "encapsulation" as capsular contracture baker grade iii, and "patient was 21 years old when the silicone breasts were implanted". Capsular contracture was treated with "pain medication and anti-inflammatory". Patient additionally reported "cough", which is not device-related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.